Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonscope was used during a procedure on an unknown date. According to the complainant, prior to the procedure, the scope failed the leak test. Reportedly, there was no image coming form the scope, only a black screen. The specific screen or screens that lost image was not reported. A procedure was completed with another fuse colonoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no complication." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A fuse 1c colonoscope was returned for analysis. A functional evaluation of the scope confirmed the reported failed leak test. The evaluation found evidence of corrosion on the internal electrical connector. The leak was likely a result of a worn-out o-ring that was found at the air/water connector. The worn-out o-ring and electrical connector were replaced to resolve the issue. The reported center image lost could not be confirmed; however, the corrosion on the internal electrical connector could have contribute to the reported image issue. The reported issues are most likely due to expected or random component failure. Therefore, the most probable root cause classification of this complaint is designated as component (unknown cause). A review of the repair history record was performed and nothing was found to indicate a possible service-related cause for the complaint. A similar complaint trend review revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonscope was used during a procedure on an unknown date. According to the complainant, prior to the procedure, the scope failed the leak test. Reportedly, there was no image coming form the scope, only a black screen. The specific screen or screens that lost image was not reported. A procedure was completed with another fuse colonoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no complication." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.